Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, a repeated non-recoverable fault 31004 related to the ergonomics display had persisted and continued to prompt a restart. The user had first attempted multiple restarts, and then performed hard power cycles using an emergency power-off followed by a breaker cycle, but the fault had continued to recur. The patient had already been moved to another operating room with a different system before technical support engagement. Technical support had reviewed available system logs in the remote log repository and had not observed any errors at the time of the call. There was no report of patient involvement or reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the sadd to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.